Event description:
Initial report: this non-serious spontaneous case report was reported by a physician to our local affiliate. This case is associated from the same cosmetic clinic. This case involves a female, pt, who rec'd poly-l-lactic acid (sculptra) therapy. Treatment details were not specified. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed nodules. It is unk of any corrective treatment was required. Event outcome is unk. The ptc (pharmaceutical technical complaint) was initiated: local ptc number; global ptc number. Reporter's causality assessment: not provided.